Manufacturer narrative:
(Use error) this evaluation determined that the reported event occurred due to use error.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/20/2023, it was reported by a sales representative via (B)(4) that an ar-8305 shaver console foot pedal is stuck. Unplugged the fp and power cycled. Rep said port is damp. No case involvement.